Manufacturer narrative:
Additional information: (MFR contact first name, last name and email address), (phone # ) evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection and functional evaluation of the device had acceptable results. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic radical gastrectomy wherein a stapler was used, the space between the magazine and anvil was closed and the green bar is visible in the indicator window but the anvil was bent. The device cut but it did not fire. Replaced by a new device to complete the procedure. No patient harm.